Event description:
It was reported that the patient was brought to the hospital in an emergency. The patient was found unresponsive. An echocardiogram showed severe right ventricular dilation. The right heart failure existed pre-pump implant. The patient went into cardiac arrest within a few minutes of their arrival to the hospital. The pump was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and subsequent patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was found nonresponsive and was emergently brought to the hospital. A few minutes after arrival, the patient went into cardiac arrest and ultimately expired on (B)(6) 2023. The patient outcome was not considered to be device related and the pump had operated as intended. It was reported that hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to cardiac arrest. Whether the outcome was device or therapy related was not provided. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.